Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported that the patient used unspecified recalled minicaps; however, there were no issues observed with the minicaps during therapy that would have caused peritonitis, therefore, the cause of peritonitis was unknown. The patient was hospitalized for peritonitis and was treated with unspecified antibiotics. Nine days after being admitted, the patient was discharged from the hospital. Approximately a month after being discharged from the hospital, the patient stopped antibiotic treatment and recovered from peritonitis. While the patient had been hospitalized for peritonitis, the patient¿s catheter was removed, and the patient was placed on hemodialysis. The patient performed hemodialysis for approximately four months. At the time of this report, the patient was performing pd therapy again. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date in (B)(6) 2023. D4: lot # - an unspecified lot of minicaps involved in recall fa-2023-003. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: suspect lot # - gd912204, gd911764, gd912068, gd911658, gd911825, and gd912051 h4: device manufacture date - the manufacturing date ranges for the suspect lot numbers were as follows: minicap batch gd912204 (code 5c4466p) was manufactured from 11/04/22 to 11/11/22. Minicap batch gd911764 (code 5c4466p) was manufactured from 07/22/22 to 08/02/22. Minicap batch gd912068 (code 5c4466p) was manufactured from 11/04/22 to 11/11/22. Minicap batch gd911658 (code 5c4466p) was manufactured from 06/22/22 to 06/28/22. Minicap batch gd911825 (code 5c4466p) was manufactured from 08/11/22 to 08/18/22. Minicap batch gd912051 (code 5c4466p) was manufactured from 09/30/22 to 10/07/22. H10: the actual device was not available; however, companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Additionally, the pouches were opened to verify presence of iodine, and there were no issues noted. Functional pressure testing was performed on the returned samples to ensure seal integrity, and there were no failures observed. Ther reported condition was not verified. The companion samples were conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the suspect lots. Should additional relevant information become available, a supplemental report will be submitted.